Event description:
It was reported that the atrial lead showed undersensing and the device wouldn't mode switch. Reprogramming was done. The device and atrial lead are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.